Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was 305 mg/dl at the time of the incident. Customer stated insulin pump also receive hardware low level failures alarm. Customer was able to successfully clear the alarm and did not receive request to rewind insulin pump. Advised to perform a self test and it was passed. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not received low battery alert prior to the replace battery now alarm.